Manufacturer narrative:
Based on DHR review, no abnormalities were observed during production and current control there is an in-process inspection stopper mis-assembly. Qa outgoing inspection there is visual inspection for stopper mis-assembly. From the actual sample, the team observed mis-assembly between stopper and plunger. The probable root cause could be due to stopper tooling shaft movement was not running smoothly when inserting the stopper. However, lot master was reviewed, and no abnormality was reported during the production of the reported batch. Lot master for the batch produced before and after the reported complaint batch were also reviewed and there was also no abnormality reported. Therefore, the root cause cannot be determined at this point of time. Complaint trend would be monitored. 1. Awareness training to pt on this complaint and to escalate the issue if abnormality is observed. 1. Conduct interview to production technician to verify that the associates aware on complaint and is aware on how to escalate the issue if abnormality is observed. Acceptance criteria: zero nonconformity during interview.

Event description:
Syringe plunger lubber tip defective.

Event description:
It was reported that bd syringe 10ml ll stopper misaligned / jammed / insecure syringe plunger lubber tip defective.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.